Event description:
A (B)(6) male pt contacted zoll customer support to report that his battery charger/modem was constantly displaying an hourglass symbol. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) was confirmed. Upon investigation the charger/modem was unable to power on the flash screen. The cause for the inability to power up was isolated to corrupted flash memory programming. The root cause for the corrupted programming could not be positively identified. No adverse event resulted from the corrupted programming. The pt received a replacement battery charger/modem.